Event description:
A ventilator was returned to the manufacturer for foam remediation. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed test steps during testing for actual exchange purge and proport valve tests. The active exhalation control module was replaced to resolve this issue on the device. Additional findings not related to the malfunction/issue include the bottom back enclosure not seated properly on the device.